Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is currently ongoing. A supplemental report will be submitted when the investigation is completed. The instructions for use (IFU) identifies failure to deflate as potential complications associated with use of the device.

Event description:
As reported, during a flow diversion with pipeline. The stent would not open so they angio-plastied with a scepter. After they inflated to open the stent, the scepter would not deflate. Multiple syringes were tried and would not deflate. The physician had to pull the scepter while inflated and pulled within the guide catheter making it pop to get inside. The case was completed per usual protocol. Angio-plastied the stent and removed the scepter inflated through the guide catheter. No intervention performed. The patient is asymptomatic.

Manufacturer narrative:
The investigation of the returned balloon catheter found the balloon ruptured at the distal end and dislodged lumen coils under the polyimide ring. Dyed saline was injected into the inflation lumen during the investigation; however, the saline leaked out from the balloon through the rupture site and therefore, could not be inflated to then assess the balloon's ability to deflate. No flow issues were observed during the injection of the saline. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture and the dislodged lumen coils, but these conditions are consistent with the device experiencing forces over specification due to over inflation.

Event description:
See h11.